Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead with the connector pin measuring 15.0cm was returned for analysis. External insulation abrasion was noted at 12.7-13.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.